Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil prematurely detached. It was reported that when the coil was inserted into the microcatheter and delivered, it was confirmed under fluoroscopy that the coil had detached in the microcatheter. The microcatheter and coil were removed and replaced. No additional medical or surgical procedures were needed. The delivery pusher was not deformed or damaged. The device had not been relocated, no detachment attempts had been made, and the delivery pusher was not rotated inside the patient's body. A continuous flush was administered. The devices were prepared according to the instructions for use (IFU). The event was said to be not associated with the patient. Ancillary devices include a stryker sl-10 microcatheter.